Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -suction channel: mesophilic bacillus spp. (1 cfu/endoscope) and stenotrophomonas maltophilia (1 cfu/endoscope) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus was obtained the following additional information from the user. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found the following. The isolation of the distal end cap and the insertion tube was out of range. The distal end cap was scratched. The adhesive of the bending section rubber was worn out. The insertion tube and the protector had low isolation. The cap of the remote switch 1 was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.